Manufacturer narrative:
The returned device was evaluated and during the investigation, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. As a result of the internal leak, corrosion was observed on multiple internal components, such as the pcb assembly and batteries. Fluid was not observed in the pod upon receival, but the presence of corrosion and the tear in the soft cannula indicate that fluid did leak into the pod's internal components. This tear can be confirmed as the cause of the user reported event. The pod data was able to be downloaded and contained no timeouts or drive stalls. The pod data did contain an 0xcd alarm, indicating the pod detected a low voltage during runtime. The battery voltages were observed to be lower than expected due to corrosion, but it cannot be conclusively determined when the corrosion of the batteries occurred, and thus the leak in the unexposed portion of the soft cannula cannot be confirmed as the cause of the observed 0xcd alarm. The shelf mode current of the pod was observed to be within the acceptable range. The exact cause of the reported 0xcd low voltage alarm cannot be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the patients blood glucose level had rose to over 250 mg/dl. In addition the patient reports observing fluid in the pod as well and the right side of the back of the pod looked brown/black.